Manufacturer narrative:
The reported complaint of the autopulse platform (serial #(B)(4)) displayed ua02 (compression tracking error) and ua07 (discrepancy between load 1 and load 2 too large) was confirmed during the functional testing and the archive data review. The root cause for ua7 and ua02 was due to defective load cell. The cracked cover and defective load cell were likely attributed to mishandling such as a drop. The reported complaint of the autopulse platform (serial #34183) displayed ua45 (driveshaft not at "home" position after power-on/restart) and ua17 (max motor on time exceeded during active operation) were confirmed during archive data review but not confirmed during functional testing. The root cause for ua45 error was due to the driveshaft not to be at "home" position, likely attributed to user error. The root cause for ua17 based on the archive was due to the patient chest circumference was very small in size and light in weight. The reported complaint of the autopulse platform (serial #34183) displayed ua12 (lifeband not present) was not confirmed during the functional testing and the archive data review. Upon visual inspection, unrelated to the reported complaint noticed crack on the top cover and multiple cracks at the screw well area of the front and bottom enclosures, likely attributed to mishandling such as drop. The damaged covers needs to be replaced to address the observed physical damage. The autopulse passed the initial functional test without any fault or error. Upon further testing, the autopulse platform failed the load cell characterization test, load cell module (1) was under-reported (defective), the load cell module 1 will be replaced to address this issue. The archive data review indicated multiple user advisory (ua) 45, ua 7, and ua 2 error messages around the reported event date. The device was powered on to ua 45 and powered off by the user a total of 13 times. The encoder drive shaft is not within the normally acceptable range at 4869 cts when powered on based on (encoder lower_limit = 2735 counts, encoder upper_limit = 3409 counts). Ua 45 was cleared after several attempts, the platform was used and had two sessions and then stop due to ua 17. The take-up target and the encoder take-up end values indicate the patient chest circumference is very small in size and light in weight. Further review of the archive shows the device stopped compression multiple times due to ua 7 and ua2. The load sensing system has detected a weight/load imbalance between the two load cells (checked during power-on-self-test), likely due to a defective load cell. User advisory is a clearable error message and is designed into the platform to alert the operator that autopulse has detected one of several conditions. Per the autopulse® resuscitation system model 100 user guide, if the driveshaft is not at its home position when the autopulse is powered on, a user advisory (45) will occur. This user advisory will persist until the driveshaft is returned to its home position. To clear a user advisory (45) pull up on the lifeband until the chest bands are fully extended (thereby moving the driveshaft back to its home position), and then restart. Waiting on customer's approval for service repair. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for autopulse with serial number (B)(4).

Event description:
During patient use, the autopulse platform had displayed several user advisory (ua) error messages over the past month. Per reporter, the error messages were ua02 (compression tracking error), ua07 (discrepancy between load 1 and load 2 too large), ua12 (lifeband not present), ua45 (driveshaft not at "home" position after power-on/restart) and ua17 (max motor on time exceeded during active operation). Patient's status information was requested but the customer did not provide a response, therefore patient's status is unknown.